Manufacturer narrative:
This event has been reassessed and found not to be a reportable event and is not associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study evaluated the effects of tranexamic acid (txa) use on clinical outcomes in patients who underwent laparoscopic sleeve gastrectomy between (B)(6) 2022 and (B)(6) 2022. There were 177 patients were randomized into three groups: txa administered at the beginning of induction, txa administered at the end of surgery, and placebo groups. Endo gia was used to transect the stomach using an extra-thick black reload, followed by purple 60mm tri-staple articulating reloads. The gastric tube was pulled to the 38th centimeter and tested for leakage with 120 cc saline colored with methylene blue. No reinforcement support was used for the stapler line. A total of 24 patients had bleeding symptoms. Hematomas were detected in two patients. Intraoperative bleeding was treated using clips. Percutaneous drainage was required to treat the hematoma after fever developed. One patient developed a hemorrhage in the first 24 h resulting in hemoglobin 7g/dl, orthostatic hypotension, and tachycardia received one unit transfusion. While the two patients in the placebo group received a total of two units. The physician did not experience any device related problems during the study.

Event description:
According to the literature, a retrospective study evaluated the effects of tranexamic acid (txa) use on clinical outcomes in patients who underwent laparoscopic sleeve gastrectomy between february 2022 and august 2022. There were 177 patients were randomized into three groups: txa administered at the beginning of induction, txa administered at the end of surgery, and placebo groups. Endo gia was used to transect the stomach using an extra-thick black reload, followed by purple 60mm tri-staple articulating reloads. The gastric tube was pulled to the 38th centimeter and tested for leakage with 120 cc saline colored with methylene blue. No reinforcement support was used for the stapler line. A total of 24 patients had bleeding symptoms. Hematomas were detected in two patients. Intraoperative bleeding was treated using clips. Percutaneous drainage was required to treat the hematoma after fever developed. One patient developed a hemorrhage in the first 24 h resulting in hemoglobin 7g/dl, orthostatic hypotension, and tachycardia received one unit transfusion. While the two patients in the placebo group received a total of two units.

Manufacturer narrative:
D10 concomitant product: unknown ligasur, unknown ligasure instrument, (lot #unknown) author: medeni sermet title: effect of tranexamic acid on postoperative bleeding in sleeve gastrectomy: a randomized trial source: https://doi.org/10.1007/s11695-023-06902-x publication date: 11 october 2023 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.